Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and confirmed the reported issue. The pac technician also observed that 4 (four) battery pins were missing. The device was further inspected and it was found that there were significant internal and external damages to the device, including the main pcb, in which there were electronic components that came loose. The root cause of the reported issue was determined to be due to customer abuse. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.